Manufacturer narrative:
Additional info requested. Documentation of lot number is unavailable. Implant remains in pt. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation is on-going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt reportedly fell after a procedure for ddd at l5-s1. After the fall, pt complained of pain and f/u x-ray noted one of the cancellous locking screws as backing out of the plate. Screw is not impinging on any anatomical structures. Surgeon plans to continue to monitor the pt. This is the 1st of 2 reports submitted on this event.